Event description:
It was reported that during dialysis catheter placement procedure, the guide wire could not be advanced and guidewire stuck. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a clinician holding a guidewire. Multiple kinks and bend were found throughout the guidewire. Stretching of guidewire was found on the distal part of the guidewire. Therefore, the investigation is confirmed for the identified stretched and deformation issues as multiple kinks and bend were found throughout the guidewire and stretching was noted on the distal part of the guidewire. However, the investigation is inconclusive for the reported failure to advance and difficult to remove issues as the exact circumstances at the time of the reported events are unknown and the provided photo is also not sufficient enough to confirm the issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2022).